Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with the helix extended and bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged during the removal of the sheath. The lead was repositioned but unable to be placed. It was also reported that the helix required more rotations to extend and had a build up of torque. The lead was removed and replaced. No patient complications have been reported as a result of this event.